Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 4 of 4 it was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there was 1 molecular false positive result of a patient sample. No patient impact reported. The following information was provided by the initial reporter: "fx 442021_3145821 - molecular fp sequence #s: (B)(4). Bcid2, lot# 1557023. Cultures grew streptococcus spp, bacteroides vulgatus group, kleb. Aerogenes, streptococcus agalactiae, bacteroides fragilis, e. Coli gram stain was gram positive cocci or gram negative bacilli results were not reported and no treatment change."